Event description:
Device 1 of 2 reference MFR report #: 3006705815-2018-03413 it was reported that during a replacement surgery, the physician was unable to place new leads due to scar tissue. As a result, the procedure was abandoned.